Event description:
It was reported that patient information was not being displayed (there were zeros on the patient information screens). It was also reported that the patient was undergoing radiation therapy, as the charged particles from the radiation caused a single bit to "flip" in the non-critical diagnostic memory corrupting the patient data. Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, (B)(6) 2013; 4296 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.